Event description:
It was reported that this right atrial (ra) lead was explanted due to suspected lead conductor fracture. This lead was explanted and replaced with a different model. No additional adverse patient effects were reported. Additional information received indicates that the lead fracture was suspected via high impedance.

Event description:
It was reported that this right atrial (ra) lead was explanted due to suspected lead conductor fracture. This lead was explanted and replaced with a different model. No additional adverse patient effects were reported.